Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011:the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is only making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, bowel obstruction, adhesion and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence,adhesion and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6.b (date of explant), g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is only making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿the hernia sac was reduced and adhesiolysis in some areas performed. A bard flat mesh was placed in the defect and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia, small bowel obstruction, pain thereby underwent open repair with removal of bard flat mesh and implant of biological mesh. Per operative notes, ¿the sac was removed revealing chronic bowel obstruction, and adhesions were taken down. The bard flat mesh was removed. The small bowel was resected, and a side-to-side functional anastomosis was done. A biological mesh placed underlying fascia and sutured.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had mesh removal and revision surgery.